Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not specify any issue when returning this enteral feeding pump for service. Upon triage on (B)(6) 2018, the service found the unit has a blank display and on (B)(6) 2018 a service tech found thermal damage consistent with a short.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿blank screen¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.